Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a shorted u13 cmos-flash microcontroller and a shorted d2 diode on the bedside pca. The root cause for the shorted u13 microcontroller and shorted d2 diode could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger/modem was unable to charge a battery pack.